Event description:
A patient with known congenital cardiac history was found in the bathroom at school after being absent from class for approximately 30 minutes. The history includes dextrocardia, status post atrial and ventricular septal defect repair and implantation of a vvi, ventricular inhibited, pacemaker in 1999 for 3rd degree heart block. A pacemaker was replaced in 2001 for failure to capture. During this incident the patient was transferred to this facility by air for higher level of care. Abdominal x-ray confirmed fractured pacemaker lead. Interrogation showed ventricular impedance trend report with increase in ventricular lead impedance from 408 ohms to 34,018 ohms with no programming changes being made. It appeared that the pacemaker had been nonfunctional for a couple of months. Medical records indicate that as recent as five months prior the patient was in excellent health on no medications. The pacemaker was checked every three months with no incidents prior to this time.